Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was making a whistling sound during patient treatment. The logs of the ventilator contain low o2 concentration alarms. There was no patient harm. (B)(4).

Event description:
Importer reference #: (B)(4). Manufacturer reference #: (B)(4).

Manufacturer narrative:
According to received service report, the customer declined any repairs to be done. Dispatched field service engineer (fse) downloaded the logs, ran a pre-use check, and ran the unit for several minutes but was not able to reproduce the reported issue about the unit making a whistling noise. During a follow up call, the customer confirmed that the unit is back in service and that no parts were replaced. Customer stated that cleaning the inspiratory pipe made the whistling sound stop. Evaluation of received device logs showed that alarms for low oxygen concentration were generated. Those alarms were most likely only measurement faults since there are no signs of volume delivering issues in the logs. Test logs show that performed pre-use check after the occurrences of those alarms had passed without deviation. The root cause of the reported whistling sound and the observed low oxygen concentration alarms cannot be determined since the customer declined repair. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).